Event description:
Cardiac monitor plugin cord malfunctioned while resuscitating newborn. Cord plugged in and unplugged multiple times by multiple staff with no connection. Equipment pulled from unit and biomed facilities order placed.